Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 12 previously reported events are included in this follow-up record. Product return status 1 device was received. 11 devices were not available for evaluation. Event confirmation status 1 reported event was not confirmed. Evaluation results 1 device had no problem found.

Event description:
This report summarizes 12 malfunction events in which the device was reportedly leaking. 12 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 12 events were reported for this quarter. Product return status: 12 device investigation types have not yet been determined. Additional information: 12 devices were not labeled for single-use. 12 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 12 </noe> malfunction events in which the device was reportedly leaking. 12 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 12 previously reported events are included in this follow-up record. Product return status 11 devices were not available for evaluation. 1 device investigation type has not yet been determined.

Event description:
This report summarizes <noe> 12 </noe> malfunction events in which the device was reportedly leaking. 12 events had no patient involvement; no patient impact.